Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 8.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 10 seconds, the balloon was ruptured vertically in the middle part. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 67mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 8.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 10 seconds, the balloon was ruptured vertically in the middle part. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.